Manufacturer narrative:
A revision procedure was performed and the system was removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional details were received stating that a fracture of the associated lead was identified during the revision procedure.

Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations and requested the caller contact us with outcome to the issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 3000 ohms and no capture on the right ventricular (rv) channel due to a suspected lead fracture. A revision procedure will most likely occur in the near future. No adverse patient effects were reported.